Manufacturer narrative:
The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction out-of-specification is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product event summary: the proximal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Product ID 4524-45 lot# serial# (B)(4) implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were returned to the manufacturer for analysis and subsequently tested out of specification. Follow-up with the clinic revealed that the patient had expired in 2014. No further information could be obtained.